Manufacturer narrative:
Block h6: device problem code a0501 captures the reportable event of basket wire detached. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that during the procedure, the basket wire was detached, and had to be retrieved from the patient's kidney. The broken piece was retrieved, and the procedure was completed. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.